Event description:
It was reported that during an implant procedure the lead was damaged. When the physician attempted to explant the lead part of the lead broke off and was left in the patient. The physician was able to implant a different lead and achieve effective therapy post-op.